Event description:
The event is reported as: alleged complaint: staples did not fire during a procedure. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.